Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, site informed intuitive surgical, inc. (Isi) technical support engineer (tse) that c-34 error occurred on vio dv integrated electrosurgical unit (iesu) when the surgeon was using a monopolar curved scissors (mcs) instrument. Site confirmed no other esu or CT scanners was near the vio dv iesu. Site replaced the instrument cord, but the issue was not resolved. Tse confirmed multiple c-34 errors in the logs. Tse had site replace the mcs instrument, power cycle the iesu, disconnect the power cord for 11 to 15 seconds, but the issue persisted. Tse advised site to use another vision side cart (vsc) or a third-party esu. The surgeon was using bipolar energy on vio dv iesu for the moment. The procedure was completing as planned with no reported injury. Isi followed up with the robotic coordinator and obtained the following additional information: the customer used a third-party esu to continue with the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint. The fse confirmed the generator would fault after being powered on. The generator was then replaced to resolve the issue. System was tested and verified as ready for use. The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs as well as reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. During the system test unit displayed c-34. As a result of these findings, the root cause of the reported event happened in the field c-34 hf voltage.

Manufacturer narrative:
The probable root cause may be attributed to a communication timeout pertaining to the instrument interface.

Event description:
Refer to h11 for follow-up information.